Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with linezolid 0.6g every 12 hours for infection. At the time of this report, the patient discharged from the hospital and recovered from peritonitis after 13 days. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up it was reported that 8 days after event onset, the patient received hemodialysis therapy (ongoing). Should additional relevant information become available, a supplemental report will be submitted.